Event description:
Per the clinic, the patient experienced an infection (specific date not reported) and subsequently, was treated with oral antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on april 22, 2022.